Event description:
When lpn lifted the electric overlay mattress pump, the connecting cord supplying electricity to the pump come out of pump box, and the lpn received a slight shock. The director of nursing investigated . Then grand mesa medical came to the facility to investigate the incident. It was determined that over a period of time, one wiring had worked loose, or had been pulled on, which caused release from pump. Pump was taken out of service, and all electrical connections in resident rooms were checked for stability. Steps will be taken to insure that pumps are placed in such a way or to guard against undue strain on the electrical cords.